Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right atrial (ra) channel. As a result, inappropriate atrial tachy response (atr) mode switch episodes were stored. Technical services (ts) was consulted, and high pacing thresholds with intermittent loss of capture (loc) were found. Further testing was recommended. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right atrial (ra) channel. As a result, inappropriate atrial tachy response (atr) mode switch episodes were stored. Technical services (ts) was consulted, and high pacing thresholds with intermittent loss of capture (loc) were found. Further testing was recommended. No adverse patient effects were reported. It was reported that this pacemaker was explanted due to therapy upgrade. No adverse patient effects were reported. This pacemaker was already returned to boston scientific.